Event description:
The pump simply stopped by itself during use; the screen was completely black and none of the channels-specified green lights were on. The patient was on a respirator and was being administered propofol. At approx. 5:00am, the pump was working fine and they made a change of bag. At some point between 5:00am and 6:00am, the patient became quite agitated. They verified the respirator was ok, but noticed the pump was off and not functioning; the screen was black and no green lights on either of the 3 channels on the charging icon were lit. The pump gave no alarm or beeps. A bolus of propofol was given when the incident occurred. The pump was reportedly restarted and was used one and a half days after the incident without any problems. No patient injury occurred.